Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with fingerstick readings up to 323 mg/dl after an evening meal, with subsequent glucose trending down to 170 mg/dl before sleep; no alerts or alarms were reported and the user felt normal without symptoms. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no hospitalization, and resolution with observation and continued device use. Investigation included troubleshooting and education with review of glucose trends and meal context. Investigation of this case revealed no device malfunction or component issue identified, and no alarms were triggered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.